Manufacturer narrative:
The field service engineer (fse) replaced the vacuum tubing to the probe wipe through valve (lv8) to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported that about 4 drops fluid leaked from the coulter® act diff 2 analyzer 2 probe while running samples. The instrument door opened and the tube was wet on top. No patient results were affected. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.